Event description:
Plaintiff alleges suffering from a latex related illness and injury and sustained the following injuries: asthma, rhinitis, respiratory problems, hives, contact dermatitis, throat soreness, fatigue, headaches, extreme discomfort, depression and emotional distress and will suffer substantial loss of earnings and earning capacity. Plaintiff's husband, alleges loss of consortium of his wife.